Event description:
It was reported that prior to a lap nephrectomy, the device would not pass the pre-run test. They used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 07/31/2008. Eval summary: the analysis results found that the device was returned with the tissue pad missing. The device was properly activated on a gen04; no anomalies were noted. The device completed the initial test successfully. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.